Event description:
It was reported that "a few years ago" a patient had a bladder stimulator implanted and the stimulation was on and she had an MRI. The patient had "extreme pain". The patient was removed from the MRI scan and it was stated that the patient was "fine". The patient was sent to her physician to have her device checked. It was noted that there was no further information because it was "a few years ago".

Event description:
Additional information stated the event occurred about 2 years ago. It was noted the patient's device was on and the patient experienced pain instantly when the MRI began. The patient¿s pain subsided when patient was removed from MRI scan.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).